Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected failed battery test alarm or weak battery alarm noted. Motor error alarm during rewind due to corroded motor home switch. Insulin pump was unable to perform displacement test and verify no delivery alarm due to motor error alarm. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported a weak battery alarm and a failed battery test alarm from the insulin pump. The customer also reported a motor error alarm from the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.